Event description:
Cracked syringe barrel.

Manufacturer narrative:
A crack was confirmed in barrel side wall of the single device returned. Visual inspection showed a longitudinal crack from the zero to the 9 ml line. Analysis of complaint data over the past two years reveals that cracked syringe barrel complaints occur at a chronic low level